Event description:
Heartmate 2 patient presents with 2nd hospitalization for management of increasingly resistant pseudomonas driveline infection approximately 11 weeks following discontinuation of IV antibiotics & surgical incision and drainage (I&d). IV antibiotics are resumed and evaluation for heart/kidney transplantation is escalated.